Event description:
This device was returned with oos documentation from bitronik representative (B) (4). Per oos, this lead was removed because of high impedances. This device was replaced with a linox 65td, (B) (4).